Manufacturer narrative:
Reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as an improper operation, ¿breaking aseptic technique when operation¿. The patient was hospitalized for the peritonitis event and was treated with intraperitoneal (ip) vancomycin and amikacin (no further details). The patient was discharged from the hospital 10 days after admission and was reported as recovering from the peritonitis event. Dianeal therapy was ongoing. Thirty-two days after the initial diagnosis, the patient experienced recurrent peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized and was treated again with ip vancomycin and amikacin for the event. Ten days after hospital admission, the patient was discharged and was recovering from the peritonitis. Dianeal therapy remained ongoing. Thirty-six days after the recurrent peritonitis event, the patient experienced another recurrent peritonitis event. The cause was not reported. The patient was treated with ip vancomycin and ip amikacin for the event. Thirty-two days later the patient transferred to another hospital for treatment. Dianeal therapy was ongoing. At the time of this report, the patient was not recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.